Event description:
Additional information received from the patient indicated the issues were resolved by replacing the device. It was noted that everything was well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient had experienced a loss/change of therapy. The patient had symptom return for over 1 month ago (2016). She had been seeing poor communication on her patient programmer for the past 5 days ((B)(6) 2016). The patient could not feel stimulation and was getting poor communication with and without the antenna. Symptoms of leakage were reported. This was noted to be a sudden change in therapy/symptoms. The patient's indication for use was urinary dysfunction/sacral nerve stim and interstim other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.